Event description:
On 06/22/2009, the user facility ((B) (4)), reported that just prior to an emergency procedure ('crash case"), water/fluid was observed to be leaking from the exhaust vent at the base of the oxygenator module. However, because this was an emergent procedure, the clinician made the decision to utilize the leaking device in lieu of replacing the unit prior to the initiation of a cardiopulmonary bypass procedure. The user facility reported that approx 3 hours into the procedure, the gas transfer performance of the oxygenator was sub-standard. It was reported that the procedure was completed without changing to a replacement device, and that the pt was not injured as a result of the event -although pt was placed on ECMO (extracorporeal membrane oxygenation).

Manufacturer narrative:
The user facility reported that the device was noted to exhibit a leak prior to the initiation of the surgical procedure. Over the course of the procedure, the gas transfer properties were noted to be sub-standard. The suspect device was retrieved by terumo (B) (4), and was visually examined by terumo cardiovascular, and no unusual characteristics were noted. Further investigations will be conducted on the suspect unit. The labeling that is associated with, and accompanies the product, advises the user not to use a device that exhibits leaks during the set-up and circuit priming process. The user facility did not adhere to these instructions, and it is determined that the device event occurred prior to use -i.e., prior to the onset of bypass surgery.